Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during a total lap hysterectomy, while suturing the cuff the tip of the needle broke off in 2 pieces in the patient. Radiology was notified fluoro and x+ray were able to visualize the needle tips, one measured 5 mm the other 3mm per radiologist report. Total needle length 9mm. After searching and trying to recover the needle general surgery was consulted. It was recommended to leave the needle in place. The device was discarded.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received: operating room time was extended because x-ray was called in and a general surgeon for consultation.